Event description:
It was reported that tip detachment occurred. The target lesion was located in the bifurcation of the diagonal and left anterior descending (lad) artery. An unspecified stent was deployed in the lesion. A 0.014inx182cm luge¿ guide wire was advanced. Upon removal of the guide wire, it was noted that the wire became snagged on the stent and the tip of the wire separated. The physician intended to jail the wire fragment with another stent; however, an unspecified device could not be advanced through the deployed stent due to stent deformation caused by the entangled wire. The patient was sent for bypass surgery. No additional patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).